Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute ischemic stroke using a penumbra system aspiration pump max 110v (pump max). During the procedure, the radiologic technologist (rt) inadvertently connected the penumbra aspiration tubing (tubing) directly to the pump max instead of to the canister. Consequently, blood entered the pump max when aspiration was initiated. Although, blood entered the pump max, the physician was able to successfully complete the procedure in one pass using the same pump max. There was no report of an adverse effect to the patient.